Manufacturer narrative:
Concomitant product: 5076-65 lead, implanted: (B)(6) 2016.

Event description:
It was reported that when implanting the lead a cardiac perforation occurred. The patient experienced tamponade from the perforation. The lead was removed and replaced with a different lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. However, it was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth and visual summary analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.